Manufacturer narrative:
No medwatch form was received. (B)(6).

Event description:
It was reported that for an asymptomatic patient, increasing pacing lead impedance and loss of capture were observed. The lead was capped and replaced.